Event description:
During a remote follow-up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.